Event description:
The customer reported a a dark red spot or black spot in the middle of the patient´s reverse type. These spots were interpreted as positive results. But the affected reverse type results are supposed to be negative. Therefore the spots cause false positive results in reverse typing. The customer did neither return the supposedly defective product nor the two patient samples that had caused false positive test results. Therefore our quality control laboratory tested different donor samples with their retained sample of erytypecell a1&b on erytype s abd+rev.a1, b in tango optimo. All positive and negative reactions were correct. We did not observe any dark spots or false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of erytypecell-a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.